Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and pump displayed error 42 again. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no reported adverse impact to the customer.